Event description:
The site reported that during a procedure they attempted to use a locatable guide and the system gave a message "the locatable guide has already been used. Please replace it with an unused one". They replaced it with a second and third locatable guide but the situation was the same. Therefore, the superdimension portion of the case was cancelled with the patient under general anesthesia. The case was completed for the patient using other methods and there were no patient issues as a result of this issue.

Manufacturer narrative:
Components of the system, the three locatable guides, are pending return for analysis. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.